Event description:
It was reported to philips that the device experienced a defibrillation test failure during operational testing. There was no reported patient involvement. One processor pca was returned for failure analysis. The reported problem was duplicated during testing. The therapy connector j16 pins were found lifted; therefore, the device failed the defib. Test during operational checks.

Event description:
It was reported to philips that the device experienced a defibrillation test failure during operational testing. There was no reported patient involvement.